Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 772mg/dl and a high level of ketones identified as dangerous by healthcare provider. The cause was unknown; however, customer's continuous glucose monitor was not available due to customer not having a sensor session active. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021. Pump history check with tandem technical support did not identify any alerts or alarms prior to hospitalization. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.